Event description:
It was reported that the patient presented to the hospital for a follow-up after pacemaker implant procedure. Upon examination, it was noted that there was under-sensing of atrial signals and failure to sense pacing signals. The physician tested the right atrial (ra) lead and right ventricular (rv) lead during procedure but the tests revealed no lead malfunction. They repositioned the ra lead and rv lead and closed the patient's incision. The patient was referred to another physician, but they failed to find the underlying cause for this event as well. The second physician stated that the event may be due to the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2022-08566. It was reported that the patient presented to the hospital for a follow-up after pacemaker implant procedure. Upon examination, it was noted that there was under-sensing of atrial signals and failure to sense pacing signals. The physician tested the right atrial (ra) lead and right ventricular (rv) lead during procedure but the tests revealed no lead malfunction. They repositioned the ra lead and rv lead and closed the patient's incision. The patient was referred to another physician, but they failed to find the underlying cause for this event as well. The second physician stated that the event may be due to the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5 : related manufacturer reference number was added. Additional information: analysis: the reported event of under-sensing/failure to sense was not confirmed by analysis. The pacer was received from the field at backup mode which occurred post-explant consistent with code corruption. Device code was re-loaded, and pacer was programmed to nominal conditions successfully. Electrical and mechanical analysis performed indicated normal functionality, and atrium and ventricular sensitivity test detected no anomaly. Additionally, visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported sense anomaly. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Analysis of the device image revealed backup condition was triggered by code corruption caused by undetermined source. Despite extensive testing, the backup conditions could not be duplicated.

Manufacturer narrative:
Correction - h6- adding a medical device problem code - failure to sense.